Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be detached/separated, and stretched. A functional inspection was unable to perform due to condition of device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed during device analysis. The device failed to meet specifications when received for complaint investigation based on damage noted to the device during the analysis. Additional information provided by the customer indicated that the device prepared for use as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned for analysis an the main coil was found to be detached/separated. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' , as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed 'main coil prematurely detached/separated during use and 'main coil stretched' will be assigned procedural factors as this issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The coil (subject device) was returned for analysis and it was discovered that the main coil (subject device) was prematurely detached/separated during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.